Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on 17jun2026 wherein the ipg was replaced to address the issue.